Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned for evaluation. The reported problem (monitor won't power up) was confirmed. Upon investigation the monitor would not power up. The cause for the failure was isolated to a defective u1003 programmable logic device on the monitor c/a board. The u1003 was internally shorted and was not producing proper output. The root cause for the damaged u1003 programmable logic device could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.